Event description:
At 2 a.m. A pt was being mechanically ventilated using the device, was experiencing dyspnea. Because a do not resuscitate order had been established, the therapist did not make an attempt to resuscitate, and the pt expired. Although the pt was disconnected from the ventilator, the alarm continued to sound. The pulmonologist attached a manual resuscitator to the device and found some flow resistance. The device was returned to the manager of respiratory care. He passed some air through the device and observed some liquid exiting, but experienced minimal flow resistance. The clinical event occurred in proximity to the administration of nebulized albuterol. The respiratory care manager had been using the firm's device for 15 years previously without incident. Given this experience, and the need to prepare for an impending hurricane, the device involved was not retained. The facility risk manager did not express the belief that the device was a causative factor in the event, and did not intend to submit a medwatch report.